Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power loss alarm and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm and replace battery now alarm due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got replace battery now alarm. Customer¿s blood glucose level was 170 mg/dl at the time of the incident. Friday night the pump was fine and suddenly change battery now. She put 4 another new battery and still not working. She already clean the battery cap and no working. The pump is not turning on. Customer states the type of battery in use is alkaline. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer states the battery was not previously used. Customer stated that, the pump was not dropped. Customer stated that, there were not unattended alarms. Customer stated that, the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now without a low battery warning. Customer advised the pump will need to be replaced and they may continue to wear pump until replacement arrives if they insert a new battery. The insulin the pump will be returned for analysis.